Event description:
The patient's pocket site was revised due to skin erosion. The patient is reportedly doing well.

Manufacturer narrative:
The patient's ipg remains implanted and will not be returned for evaluation. This is the final report.